Event description:
Boston scientific received information that following the implant procedure, the right ventricular (rv) lead exhibited increased threshold measurements and loss of capture. The loss of capture did not result in greater than two seconds of asystole. X-ray was performed, but no lead dislodgement was observed. The threshold measurement was checked with vvi40, 60, 90ppm until pacing was captured. It was observed that the threshold measurement increased to 2.0v with each ppm setting. The physician decided to reopen the pocket and disconnect the rv lead from the device to test the lead through the pacing system analyzer (psa). The measurements through the psa were appropriate. The lead was reconnected to the device and all measurements were appropriate. It was suspected there was a loose connection between the rv lead and the device initially. However, the physician elected to explant the device and implant a new one to prevent any further issues. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--